Manufacturer narrative:
The device history records are being reviewed. The sample has been rec'd, and is currently being evaluated. The investigation is currently underway.

Event description:
It was reported that the pta balloon failed to deflate. Reportedly, the proximal end of the balloon catheter had bent during advancement and after inflation, the balloon would not deflate. The guidewire was used to puncture the balloon. After deflation, the catheter was successfully removed without any pt injury.